Event description:
During an in clinic follow up, upon the review of the battery curve, premature battery depletion was suspected. Technical support was contacted and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A longevity calculation was performed, and the battery depletion was abnormal based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.